Event description:
On (B)(6) 014, the reporter contacted animas, alleging that the pump was losing prime after a suspend/resume. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2017 with the following findings: a review of the black box data from the date of the complaint had been overwritten. The current black box showed no evidence of a prime related issue. The pump intermittently powered up with the returned battery cap. A test battery cap was used for all testing. The pump was run for 24 hours with a one unit per hour basal program. No loss of prime or prime related warnings were duplicated. The pump was suspended and resumed during the investigation. No loss of prime or prime warnings or related issues were duplicated during investigation. The force calibration check failed. The pump case was removed to find force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. The force sensor resistance test passed. The force sensor was disassembled and there was no evidence of shim or plate wear. No evidence of contamination was found on the force sensor housing or force sensor shim.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.